Manufacturer narrative:
(B)(4). Baxter contacted the nurse to notify of this incident of increased intra-peritoneal volume (iipv) that was found during the device log review. The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the device logs confirmed the iipv event. A device history review revealed a failure of can't perform the pressure calibration test; system error 0004 message & reload set 165 message appeared. The hc machine was reworked and passed all subsequent testing prior to release. The cause of the ipiv found in the log was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during drain cycle 3. The patient's largest prescribed fill volume (lpfv) was 2200 ml and the drain volume was 3778 ml, which met iipv criteria. No patient injury or medical intervention was reported. Product surveillance contacted the nurse and notified the nurse of the incidents of iipv that were found during the device log review.